Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The provided images were reviewed by an abbott senior staff clinical r&d engineer. Based on available information, the reported clip opening while locked appears to be related to challenging patient anatomy (severely tethered posterior leaflet exerted excess tension on the clip, disrupting the lock mechanism). The reported mr is a cascading event of the clip opening while locked. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Imaging review: two (2) fluoroscopic still images and two (2) echocardiographic still images of the reported device were provided. Both fluoro images show the reported clip deployed; there is no cds or sgc in view. The post deployment clip arm angle in the images appears to be ~70° - 80°. While this is an estimation based on visual assessment with the unaided eye, it is apparent the clip is opened to a significantly larger angle than the fully closed position (~10° - 20°) per the instructions for use (IFU). Notably, the posterior gripper can be seen in an abnormally raised position from the clip arm (reference figure 1). This is indicative of excessive tissue / tension on the gripper causing it to raise away from the clip arm and likely due to the reported severely tethered posterior leaflet. The first echo image captures an lvot view of the reported clip grasped onto both leaflets. The delivery catheter (dc) shaft is visible and clearly attached to the clip indicating the image was taken prior to deployment (mechanical separation). The clip arm angle appears to be ~60° - 70° which is significantly larger than the fully closed position achieved prior to starting the deployment process per the IFU. It was reported that "the clip opened during deployment, after the release pin was removed. The clip was < 5 degrees before opening and implanted at a 60+ degree angle after opening." Presumably, the lvot image was taken during the deployment process when the release pin was removed, and the clip observed to open. Observing clip arm opening during release pin removal, as reported, is an indicator that there are tensile forces exerted distally at the clip. When the clip is attached to the cds, any excessive tension exerted on the clip arms due to a misaligned grasp and / or challenging anatomy, such as severely tethered leaflets, is absorbed by the actuator assembly-arm positioner connection, via the release pin, which holds the clip arms in a closed position. When the release pin is removed, the clip arms can potentially be pulled open by the excessive tension, as the internal actuator assembly is able to shift and no longer affixed to the proximal dc handle; this sudden release of force can disrupt the lock mechanism and cause a delay locking. The second echo image captures a 3d en face view of the valve. The 3d en face view is an atrial view of the "top" of the valve, such that the clip cannot be directly visualized and is located ventricularly under the valve. However, the relative placement of the tips of the clip arms on leaflets can typically be observed and roughly correlates to the clip arm angle where a shorter tip-to-tip distance indicates a smaller clip arm angle (more closed). In the image, there is a larger tip-to-tip distance with an evident gap in between, which is indicative of a larger clip arm angle (more open) and aligns with the observations in the other images provided. Furthermore, it should be noted that follow up information provided indicates that the second clip (reported device) also failed efaa checks, similar to the first cds which was ultimately removed (reference responses to questions 11 and 12 in the incident report). Per the IFU, if troubleshooting is unsuccessful and the clip does not pass efaa checks, the clip should not be deployed. Based on the reported incident details and observations in the images provided, it is likely that the challenging patient anatomy of a severely tethered posterior leaflet exerted excess tension on the clip, disrupting the lock mechanism and impacting the ability of the clip to maintain a closed position. Moreover, the second cds (reported device) reportedly experienced similar efaa issues as the first cds prior to deployment. It is recommended that additional follow up be sent to confirm if both efaa checks (per the IFU) were performed successfully prior to deploying the clip.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and a severely tethered posterior leaflet for a mitraclip procedure. An xtw was chosen for a procedure. During pre-deployment establish final arm angle (efaa), the clip opened from a <5 degrees angle to 60+ degrees. The clip was able to be retrieved and removed. Another xtw was selected and attempted to deploy, but the clip opened during deployment, after the release pin was removed. The clip was <5 degrees before opening, and implanted at a 60+ degree angle after opening. The mr remained the same. There were no adverse patient effects reported.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.